Event description:
The customer tested his blood glucose using his contour meter and received readings of 238, 248, 201, 216, 244, 218, 232 and 264 mg/dl. He retested using another meter and received readings of 132, 167, 111, 118, 141, 109, 142, 132, 108, 119 and 136 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer. No product will be returned.